Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/19/2013: the device was returned to animas and evaluated by product analysis on 06/24/2013 with the following results: testing did not duplicate the complaint. Black box review shows several ¿no cartridge detected¿ and ¿loss of prime¿ due to zero force warnings on the reported event¿s date. Pump is able to power ¿on¿ and to display ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and primed correctly, force sensor calibration reading is within the requirement; unable to duplicate the reported complaint. The cover was removed, inspected shows a broken free pin from the force sensor flex. The force sensor was disassembled and contamination was found to the force sensor plate .the force sensor resistance was found slightly above specification. Unrelated to the complaint, the display is observed to be dim and faded. A test display screen was mounted during investigation and it was fully illuminated and colored. During investigation, ¿contrast¿ and¿down¿ buttons were intermittently responsive, the keypad rubber was intact and undamaged, the keypad was removed from the base to find contamination to all key¿s contacts except the ¿ok¿ button.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that pump emitted a no cartridge detected warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.